Event description:
The customer stated that his contour meter was reading much higher than his elite meter: 400 vs. 130 mg/dl. The customer did not allege any adverse events. Troubleshooting of the system could not continue as the batteries in the meter died. Customer service sent the customer new batteries and will back to continue troubleshooting.